Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a spectrum pump turned off in the intensive care unit. There was no patient involvement. No additional information is available.

Manufacturer narrative:
Baxter received and evaluated the device. The reported condition of the 'pump turning off' was verified as improper shutdowns in the event history log. When the unit was turned on it remained on so the problem was not reproduced during evaluation however, when the device was tested on battery mode it was not able to turn on. The cause was determined to be a damaged wireless battery which was replaced to correct this condition. Should additional relevant information become available, a supplemental report will be submitted.